Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure with ensite x, a tamponade occurred which required a pericardiocentesis. While ablating, the physician observed on x-ray that the edge of the ventricle did not move well. At the same time, the blood pressure dropped. An echocardiogram was done which revealed a tamponade. A pericardiocentesis was performed, 660ml was drained, and the patient stabilized. The physician was able to complete the ablation with few more ablation points, the procedure was successfully completed. The patient was stable when she left the lab. The doctor did not think the event was caused by any abbott product. There were no performance issues with any abbott device.